Manufacturer narrative:
(B)(4) concomitant medical products: 00700005420 trabecular metal, acetabular revision shell lot # 61523695, 00877503202 biolox® delta, ceramic femoral head, m, 32/0, taper 12/14 lot # 2891835, 00711005432 revision shell liner cemented 10 degree liner face angle oblique 32 mm i.d. Lot # 63390516. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required a definitive root cause cannot be determined with the information provided. The sterilization process for the devices are in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a revision procedure two months post-implantation due to infection. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.